Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was successfully positioned under the valve and grasping was performed successfully. Establishing final arm angle failed three times. Another clip was used instead and the procedure was completed. The mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) could not be confirmed via returned device analysis. Additionally, the gripper lever cover tab was observed broken, and a gripper cap (no tactile marker) and latch were returned detached. The catheter collet was observed to be corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported clip opening during efaa could not be determined. The corroded collet appears to be related to salinity remained in device post-procedure. The broken gripper lever cover tab and detached gripper cap appears to be due to user technique of operating the gripper lever. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a